Event description:
Procedure type: total gastrectomy. According to the reporter: the stapler and donuts shot came complete, but when the air test was done it was realized that 1/4 of the staples were missing in the circumference. Due to this the line was resected and done manually.

Manufacturer narrative:
(B)(4).